Event description:
It was reported to tycop healthcare 3/2004 that a customer had a problem with a maxid dialysis catheter. The customer reports the adapter cracked. The catheter had to be removed and replaced.

Manufacturer narrative:
This complaint is associated with complaint number (B)(4) and is 1 of 17 complaints filed by the same customer, which represents all cracked adapter issues they have experienced for the past 2 years. The complaint report indicated that a complaint sample would not be returned, and to date a sample has not been returned. Representative complaint samples were received with the initial complaint a DHR review was performed on the packaging and assembly lots associated with this complaint, and there were no quality issues indicated relative to this defect mode. The adapter components are purchased parts, molded magnus molding. Incoming inspection records for these adapter lots were reviewed and there were no quality issues found. The vendor certifications include various test results, one of which is for part brittleness. Every hour during the molding run, parts are tested for brittleness, with a 500 lb. Minimum requirement. For these lots, each hour's run indicated that the testing passed. The luer adapters used on this product are common to many other products in the dialysis line. Sample adapters were taken out of current stock and tested for stress cracking, using iso 594-2, section 5.8.1 as a reference. This iso standard identifies an axial force not less than 27.5 n (6.2 lbs.) For 5 seconds, while applying a torque not less than 0.12 nm (17 ounce inch). The test equipment available did not allow the use of axial force, however a torque of 0.71 nm (100 ounce inch) for 30 seconds was applied to 5 samples each of the blue, red and white adapters. This testing did not crack or produce evidence of stress cracking on any of the 15 samples. Furthermore, 3 samples were tested to find the point of failure or when damage would occur. At 1.06 nm (150 ounce inch) the barbed end of the adapters became damaged in the test fixture, but the proximal end still did not show evidence of cracking. Even at almost 9 times the iso standard for torque testing, the proximal ends of the adapters were not damaged. The actual complaint samples received with the original complaint were sent to our corporate lab in mansfield for further analysis. A chemical analysis could not be conclusive, since the samples were decontaminated initially prior to submitting to the manufacturing plant. The samples were reviewed by r+d engineering and confirmed no molding flaws were present. However, investigations discovered that the customer's connections were not separating cleanly with the adapters. Even though the actual complaint sample was not returned, this complaint is considered to be confirmed based on the initial complaint from this customer. However, based on the complaint history and the successful torque testing performed on samples in stock, the most probable cause for this complaint is user related. The IFU for this device specifically warns against over tightening this component. The use of clamps or similar instruments can over tighten the adapter connection, and this excessive force can cause the adapters to break or crack. Additionally, the repeated use of alcohol is not recommended on any part of this catheter or the adapters (as indicated in IFU). The use of alcohol or other unapproved solutions, may have an adverse reaction with the adapters. If information is provided in the future, a supplemental report will be issued.